Event description:
It was reported that there was an alternate site burn. The pad was placed on the thigh and there were burns on the buttons. Dr pours a lot of betadine solution before applying pad. It was a subtotal hysterectomy and right salphingo-oophrectomy case.